Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verio2) read inaccurate compared to another device. The reporter claimed obtaining blood glucose readings with a "difference of 30 mg/dl" between the subject meter and another device, no exact values were given. The tests were performed within an unknown time of each other. This complaint is being reported because the reported results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 ¿ (03/05/2015). The patient¿s meter has been returned on 2/9/2015 and evaluated by lifescan product analysis on 2/24/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.